Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood leaks from the tubing. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood leaks from the tubing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 8 photos for investigation. The photos were reviewed and no defects were observed. Additionally, thirty retention samples were visually inspected for nicks in tubing and tubing stuck to packaging, and all samples passed visual inspections. Furthermore, 30 retained samples were subjected to functional draw testing and difficulty opening packages and all samples passed testing with no evidence of difficulty opening packages, tube leakage, sleeve leakage, or defects during or after the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: difficult to open and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.